Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered.complaint confirmed. One unpackaged ar-9621-30t, batch 021825 tap was received for investigation. Visual inspection identified that the tip of the tap was damaged and the tip partially sheared. Material analysis using the alloy analyzer confirmed the material type is the correct specification. The observed condition is most likely the result of coming into contact with another device during use.

Event description:
On (B)(6) 2022, it was reported by a distributor via sems that a ar-9621-30t tap is worn. This was discovered during an unknown time, with no patient effect reported.during returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-9621-30t, batch 021825 tap was received for investigation. Visual inspection identified that the tip of the tap was damaged and the tip partially sheared. Material analysis using the alloy analyzer confirmed the material type is the correct specification per component print c13793. The observed condition is most likely the result of coming into contact with another device during use.